Manufacturer narrative:
Additional concomitant devices: 945daq916 - amplifier, serial #(B)(4); 945eex901 - stimulator, serial #(B)(4); daq916 - amplifier, serial #(B)(4). (B)(4). Report inconclusive. No evaluation was performed, as the actual device was discarded. If the concomitant devices are returned in the future, product analysis will be performed. The axon nim (nerve integrity monitor)-eclipse system is a powerful, multi-functional neurovascular monitor designed for intraoperative and ICU applications. The system can be used to simultaneously monitor eeg, evoked potentials (ep) and spontaneous and triggered emg activity. It is designed to meet the highly demanding requirements for comprehensive neurological monitoring in the electrically hostile operating room and critical care environment. The system incorporates a graphical, point and shoot style, user interface to clearly identify and speed parameter selection. A/d conversion is performed in the digital preamplifier module, at the patient location, to minimize interference and improve isolation. High performance preamplifiers, combined with digital signal processing and statistical testing are used to insure high quality recorded data. The system incorporates multiple digital signal processors and microcontrollers to enhance product flexibility, response time, and patient safety. All patient connections are both software and hardware protected against faults. Patient data can be reviewed while monitoring is in progress. Data from two patients may be reviewed simultaneously. This product was being used for treatment, not diagnosis. The available information indicates that a reportable product malfunction may have occurred. A review of this product's complaint history shows that a patient injury has not previously occurred from the alleged complaint modality; however, this alleged event cannot be confirmed. Without product return, it could not be determined if the product was in specification. The users manual p/n 945nenum revision (c4) includes but is not limited to the following: these guidelines should be followed to insure that the system is operated safely at all times. Verify that the electro surgical unit's (esu) dispersive pad return electrode is properly applied to the patient. Many esu units will signal the surgeon when the dispersive pad is not making good contact with the patient. However, it is important to confirm this by visual inspection to insure that return currents will flow directly to the pad. Do not activate the esu for prolonged periods when the esu pencil is not in direct contact with the patient. Radio frequency (rf) leakage currents are most hazardous when the esu pencil is activated, but not yet in contact with the patient. During this time, leakage currents may flow through the patient and return to earth ground through the lowest resistance path. Prolonged activation may cause leakage current to produce localized tissue heating. Avoid esu pencil use close to the monitoring or stimulation electrodes. Activating the esu pencil in the vicinity of the patient electrodes will increase the probability of leakage currents flowing in the electrodes. Use a large area ground electrode for the patient ground. Reducing the leakage current density (amps/area) will reduce the possibility of leakage currents flowing in the electrodes. Do not use the esu return electrode as the patient ground connection. Do not place the esu return electrode above or near the recording or stimulating electrodes. Both maneuvers will increase the probability of leakage current to flow through the patient electrodes. Never connect the patient or patient ground electrode to grounded metal objects or to earth ground. Great care is taken to isolate the patient from earth ground to maximize protection from both line and rf induced currents. Do not defeat this important safety feature by connecting the patient to earth ground. Leakage currents may exist in recording and stimulating electrode leads even when the system is not powered on. Any source of stray capacitance or impedance to earth ground from the patient may be a path for leakage currents to flow. The system does not have to be powered on and operating for this effect to occur. Periodically verify the ground integrity of the system as well the leakage currents for both ac line and esu generated rf currents. Check that all operating room power line receptacles are properly grounded and conform to all applicable safety standards. Avoid using non approved external patient connected devices. External devices may add significant stray capacitance to earth ground, increasing potential pathways for rf leakage current to flow.

Event description:
It was reported 2 days after a cervical fusion procedure was completed using a nerve monitoring system that a potential patient injury had occurred resulting in possible burns to the bicep and triceps, the needle electrode sites. An electro cautery unit was also in use during surgery, both monopolar and bipolar. Operating room staff could not confirm that grounding pads for the bovie or nerve monitor system were properly placed and grounded, however monitoring staff confirmed grounding was in place for the nerve monitoring system. No changes of the skin were noted when the electrodes were removed postop. It was reported that the affected areas were discovered in recovery. The operating room nurse manager was notified two (2) days after event occurred. Patient is currently stable and recovering. Right arm is sensitive to touch, but not completely as a result of alleged injuries. Surgeon stated that injuries are not slowing recovery from surgery. No additional medical or surgical intervention was reported or required and surgery was not extended due to injuries. The surgeon reports he "does not feel the device has caused "permanent impairment" to the patient. This device is reported as being discarded, however concomitant devices are reported as being returned to the manufacturer but has not been received at this time.

Manufacturer narrative:
Additional concomitant device - stimulator 945eex901, serial #(B)(4). (B)(4) 2012 - received evaluation and product analysis report for concomitant devices involved in the event. Concomitant device product analysis report - the electrodes involved in this event were discarded by the user facility; however, the nerve monitoring system and associated accessories were returned for evaluation and testing. The returned equipment was tested and found to be functional per device specifications. The chronology from software logs and hospital test records shows the system was continuously used for surgery during the seven weeks after the incident occurred. There were no subsequent reports of problems with this system. There were no errors reported in the ''self-test-error'' log for the date of the surgery. The two amplifier units were tested and inspected. Visual inspection of the amplifier units showed one unit needing ordinary repair due to connector physical damage. This type of damage is not uncommon and causes no patient harm. Detailed visual inspection of cables showed one connector worn from use and rough handling. This cable was tested during the system procedure which passed all tests. This type of damage is a result of normal wear and causes no patient harm. Detailed visual inspection of the controller showed a connector that experienced high heat during the manufacturing process. This issue causes no patient harm. We were unable to obtain the patient file from customer that contains electrode impedance measurement records, nor any data concerning the exact type of electrodes used in surgery. After a detailed examination of the returned system and reviewing all available data, we must conclude the patient burns were not caused by a malfunction of the returned system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.